Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The clinical review of all information currently available concluded the following: although a temporal relationship between the diagnosis of sphingomonas paucimobilis peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the episode of confirmed sphingomonas paucimobilis peritonitis exists. The clinic nurse was unable to provide the etiology of this peritonitis episode and additionally confirmed that the patient has no reported any breaches or fluid leaks and the patient¿s aseptic technique was reported to be adequate with no breaches in technique.

Event description:
A peritoneal dialysis (pd) patient reported that she was being treated for an infection with antibiotics. Additional information received during follow-up with the patient discovered that the patient began antibiotic treatment on (B)(6) 2017. The patient reported that she was not hospitalized. The patient reported experiencing pain related to the peritonitis. Additional information received from the patient¿s pd nurse discovered that the patient had presented to the pd clinic on (B)(6) 2017 with cloudy effluent and was subsequently cultured. The culture results were positive for gram negative bacilli, and the specific organism was sphingomonas paucimobilis. The patient was treated with antibiotics vancomycin, 2g every four days, from (B)(6) 2017, through the ip route. The patient was also treated with fortaz 1mg daily through the ip route from (B)(6) 2017. The pd nurse further reported that the patient was ordered a new antibiotic prescription as of (B)(6) 2017 to the following: tobramycin, at 60mg ip daily for 14 days; and levaquin, at 250mg by mouth daily for 14 days. The pd nurse confirmed that the patient had not reported any breaches or fluid leaks and the patient¿s aseptic technique was reported to be adequate with no breaches in technique.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.